Event description:
It was reported leaking deltec medication cassettes. During preparation 3 cassettes of the aforementioned lot number leaked inside the bag. No patient injury was reported.

Manufacturer narrative:
Visual inspection and functional testing was performed on one sample returned in used conditions inside in a plastic bag. The sample unit does not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Leak testing was performed and the sample unit failed the leak test. The complaint is confirmed. The root cause was determined to be the cassette with leak in the bag was not properly segregated during leak test operation at the moment to re-tested the parts. A device history review was conducted which indicated all inspections were completed.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07943 is no longer considered reportable, please disregard any MDR reports associated with it.